Event description:
A 3.0mm diameter x 18mm length ave gfx stent was inserted into the left anterior descending coronary artery after predilation with a percutaneous transluminal coronary angioplasty balloon. It was not possible to cross through a previously deployed stent to get to the target lesion; therefore, the stent and delivery system were pulled back from the coronary artery. Upon attempted removal of the stent into the guide catheter, the stent dislodged from the stent delivery system. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. The stent remains within the pt's iliac artery. There was no add'l clinical sequelae reported relative to the event and no further information is available from the user facility.